Event description:
It was reported that the patient experienced dyspnea and presented at the emergency room for a checkup. It was noted that no capture was observed on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads were confirmed to have dislodged due to twiddler's. The ra and rv leads were explanted and replaced. The defibrillator remained implanted and re-used. The patient was stable.